Event description:
The customer reported image quality issues. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the left monitor. He reseated the scan convertor pcb. Settle error now appearing ordered monoblock. The rep also replaced the monoblock assembly and performed the necessary adjustments. System functions as intended.